Event description:
On (B)(6) 2009, the pt reported that she saw moisture in the cartridge compartment of the infusion device and on the bottom of the insulin cartridge. She does not see visible insulin leaks. She stated that she may have inserted the insulin cartridge into the infusion device when it was "cooler than normal." She dried the cartridge compartment with a cotton swab. No physiological effects were reported. Upon follow on (B)(6) 2009, the pt reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.